Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, connecting tube dented, video has noise since plug unit was deformed, connecting tube pierced, insulation resistance value out of standards since connecting tube was corroded, angulation in the up direction was out of standards due to worn of angle-wire, and coating on the connecting tube is peeled off (over 1mm2). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera elite bronchovideoscope was leaking at the channel. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope coating on the connecting tube was peeled off (over 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and the reported leaking at the channel was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumed physical stress/ chemical stress as cause of the reported issue. According to the investigation physical stress as the insertion section interfered with and was rubbed against the mouthpiece and the device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. Chemical stress as non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section and device was not reprocessed in accordance with recommended method by olympus. The investigation reported that this presumption was based on the device inspection result in the investigation confirmation of leakage from the bending section rubber and coating on insertion section was peeling off. According to the device IFU this was confirmed, do not withdraw device with excessive force, only water-soluble lubricants can be applied to insertion section, and compatible reprocessing method and chemical agents are specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during preparation for use, prior to an unknown diagnostic procedure. The procedure was successfully completed using similar device with no delayed.